Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(Con)information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that per patient in mid (B)(6)2019 the ins was moved to the opposite side after it was working it¿s way through the skins surface. In late (B)(6) patient saw physician because implant was coming through skins surface again. On (B)(6)the lead and ins were removed and replaced with another. Po antibiotics given manufacturer¿s device. It was also stated that per patient the implant was infected initially and po was resolved. No further complications noted or anticipated.